Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The discrepancy between what was reported (one of the gripper arms did not lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. In this case, it is possible that there were unintended curves on the device or patient anatomy during the procedure which resulted in increased tension on the device and therefore contributed to the gripper actuation issue; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The clip was advanced to mitral valve. It was observed that one of the gripper arms did not lower, it stayed fully raised. The clip was not implanted and was removed without issues. A new clip was implanted without issue, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.